Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, it was not possible to implant the left ventricular (lv) lead transvenous. The lead was not used, and another lead was later implanted. The patient is a participant in the adapt response clinical study. No patient complications have been reported as a result of this event.